Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message and the lifeband does not retract. Also, a possible loud fan noise. No consequences or impact to patient. The lifeband associated with this complaint is submitted under MFR 3010617000-2020-00328.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed user advisory -"(ua)16" (timeout moving to take-up position) error message was confirmed during initial functional test and archive data review. In addition, fan noise was heard during initial functional test. The lifeband associated with this complaint was not returned for evaluation. The root cause of both "(ua)16" and fan noise was due to seized brake gap in which is likely attributed to lack of preventive maintenance. Based on service history, no preventive maintenance was performed since first use of device. The autopulse platform was manufactured in march 2017 and is 3 years old. Unrelated to the reported complaint, a crack on the front enclosure and a bent battery lock were observed on the returned autopulse platform. These types of physical damages likely attributed to mishandling. The damaged parts identified were replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky shaft in which is likely attributed to lack of preventive maintenance. Deburring was performed to remedy the shaft issue. During archive data review, multiple ua 16 (timeout moving to take-up position) were recorded on 02/10/2020. Thus, confirming the reported complaint. Initial functional testing on the returned autopulse platform failed due to error message ua 16 (timeout moving to take-up position) upon power on and fan noise was heard. To remedy ua16 error and fan noise, the brake gap was un-seized. Thus, confirming the reported complaints. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(6).